Event description:
It was reported that, while doing a short term gamma nail procedure, the surgeon used an expired part to perform the surgery on pt. Part was in sterile packaging and used by surgeon. The expiration info of the product was discovered after surgery was completed and surgeon did not seem concerned as packaging was uncompromised and part was still sealed in sterile barrier. Exp date of part was 06/2012.

Manufacturer narrative:
Device was implanted. Packaging was discarded by hosp. If additional info is received it will be reported on a supplemental report.